Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath without an issue. Further evaluation revealed a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, and guide catheter. During the procedure, the physician implanted five non-penumbra coils using the microcatheter. Subsequently, the physician was unable to advance the next coil, a smart coil; the smart coil was stuck in the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using three new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.